Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the reservoir compartment was cracked. The customer's blood glucose level was 400 mg/dl. The customer stated that she thought the device was under and over delivering insulin. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return the device back for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump successfully downloaded to carelink. The insulin pump was received with broken reservoir tube lip, reservoir does properly screw and lock in. The insulin pump was received with broken battery tube threads and minor scratches on lcd window.